Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user reconnected their ilet pump after a hospital stay unrelated to blood glucose, changed the infusion set, but forgot to replace the empty cartridge before announcing a meal, resulting in no insulin delivery until the cartridge was later filled; the user then re-announced the meal and monitored glucose. Symptoms included hyperglycemia. Outcomes included a reportable illness/impairment due to elevated glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to identify a device-specific problem and no findings available; the scenario was attributed to user-related setup with an empty cartridge rather than a device malfunction, and no specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Event description:
It was reported that the user reconnected to the ilet after a hospital stay, changed the infusion set, but forgot to replace an empty insulin cartridge, resulting in no insulin delivery until the cartridge was later filled and the meal was re-announced; blood glucose rose to a reported high of 404 mg/dl and remained above 180 mg/dl for several hours without backup therapy or ketone testing. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment impact per reporting criteria. Investigation included user communication, interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Correction to h6: medical device problem code and component code.